Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump from over 5 feet. Subsequently, the pump unexpectedly reset. The contact reported that the pump history had been erased and the pump time and date were incorrect as a result of the reset. The customer's blood glucose level was reported to be 103 (mg/dl). During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.